Event description:
It was reported that the patient's artificial urinary sphincter was not cycling. During revision, the pump would not refill. The balloon was tested and there was a leak from a hole. The balloon was replaced with a new 61-70 cm h20 balloon. The patient had no further complications.